Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2014 at 07:30pm. The patient detailed that she manages her diabetes with 45mg actos pills daily, 200 units of novolog insulin spread over three days and humalog insulin and stated that continued taking her usual dose of medication in response to the alleged meter issue. The patient claimed that one hour after the alleged issue occurred she developed symptoms of feeling ¿light headed, thirsty and having to go to the toilet frequently¿, however denied receiving any treatment. During troubleshooting, the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The patient was using the correct test strips but the meter did not power on when a test strip was inserted, or when the power button was pushed. The batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.